Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a successful cryo ablation procedure a follow-up echocardiogram was performed, and a pericardial effusion was noted without tamponade. In following days, the patient developed intermittent chest tightness with palpitations. The patient was put on antiarrhythmic medications and symptoms subsided. The patient was discharged but later came to the emergency department with persistent chest tightness and palpitations. An echocardiogram noted improvement to the pericardial effusion. The patient was in follow-up regularly after discharge and the effusion did not disappear, thus the patient was admitted to have a pericardiocentesis procedure. The procedure was aborted for safety reasons after several attempts to the parasternal region. The patient was discharged under relative stable condition. No further patient complications have been reported as a result of this event.